Manufacturer narrative:
(B)(4).

Event description:
We received the following email from parent: "from: (B)(6) sent: wednesday, (B)(6) 2020 7:04 am to: dexcom (B)(4) customer service <(B)(4)>subject: information; hello, I have a question about my daughter's dexcom g6....the last 2 nights after she has gone to bed we have got no data until an hour after she wakes up.....so approximately 10:00 pm until 8:00-9:00 am. This is the time we need it the most....could you please tell me if there is anything she could do to make sure she is receiving data or if there is any reason it is not giving us data for that length of time?? I did receive a call yesterday saying our account was on suspend because the credit card I had on our subscription didn't go through....but I noticed the payment was applied last night....would that have anything to do with it?? If you could please email me back with any suggestions, that would be great. Thank you in advance, (B)(6)". Please have and agent assisting. Thank you. (B)(4). On (B)(6) 2020 (B)(4) talked with pt's mother, reported that the problem has been solved. Potential reportable event.